Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo mid right coronary artery. A 2.5 x 38 mm xience prime stent delivery system was being advanced to the lesion but it could not cross due to the anatomy. The proximal shaft kinked and then separated. The separation occurred on the shaft that was outside the anatomy so it was easily removed. The procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation and kink were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.